Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the iunihg screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain gold-tite hexed screw was returned for inspection. The screw is noted to be fractured at the top of the threads. The drive feature is significantly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fractured. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. Is this a single-use device that was reprocessed and reused on a patient? Change no to no information. Device evaluated by manufacturer: change no to yes.

Event description:
No further event information available at the time of this report.